Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to low out of range right atrial (ra) lead pacing impedance measurements of less than 200 ohms. In addition, intermittent undersensing on the right atrial (ra) channel was noted. Technical services (ts) was consulted and during the call guided the health care professional (hcp) to adjust the sensitivity but the undersensing persisted. Ts recommended further programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.